Event description:
The pt stated that she was taken to the hospital by her boyfriend in 2007 because she was experiencing uncontrollable blood glucose. She stated that she was ill, nauseous, and vomiting. She stated that her blood glucose measured 654 mg/dl when she arrived at the hospital. Her normal blood glucose range is 80-120 mg/dl. The pt was advised to disconnect from her infusion device and she was given saline and insulin IV. The pt was released from the hospital that night when her blood glucose returned to the 100 mg/dl range. The pt was advised to continue using her infusion device and to also use insulin injections on a sliding scale. On three days later, the pt was taken to the hospital with blood glucose in the 600 mg/dl range. She was diagnosed with dka. She was placed on a saline IV and remained connected to her infusion device. The pt was released from the hospital on two days later and was advised to contact her endocrinologist. On three days later, the pt was again taken to the hospital with blood glucose of 505 mg/dl and she was given saline and an insulin IV. She was released from the hospital that evening. Troubleshooting did not reveal any issues with the infusion device or accessories. Her blood glucose measured 120 mg/dl at the time of the report. She had not yet contacted her physician as directed. Further attempts to follow up with the pt were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.